Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the incisions were healing normally and there were no lumps or exposed leads. No symptoms were reported to them. It was reported that no actions were taken and they proceeded with stage 2. Health care professional reported they likely were feeling a suture hand. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the patient felt a lump under the bandage and when she removed the bandage she noticed that part of the lead is not under the skin, she thought it popped out. Patient was advised that part of the product during the advanced evaluation is under the skin and part is out to connect to the ens. It was not clear from the report whether the lead or the connector were what the patient saw. No further complications were reported or are anticipated.